Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion sensor (dso) seal delamination occurred.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 5/27/2025. E1 initial reporter zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump downstream occlusion (dso) seal had cosmetic bubbling that did not affect the function of the pump or run a risk of fluid ingress. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative preventatively replaced the dso seal and dso sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended.